Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was not recoverable, and this malfunction occurred when the user was trying to remove the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to insep and cable issue. A field service engineer replaced the insep, drawer latch sensor and cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.